Event description:
A 4.0mm diameter by 15mm length s670 stent delivery system was inserted for treatment of a lesion in the left anterior descending artery after pre-dilatation with a 3.5mm ptca balloon. During deployment of the stent, the stent delivery balloon was inflated to 20atm of pressure. Immediately after the balloon was deflated, there was extravasation of dye into the pericardial space. A perforation to the artery occurred at the distal end of the stent. The pt immediately became symptomatic and an emergent pericardiocentesis was performed. Life support measures were taken including epinephrine and the insertion of an intra-aortic balloon pump. A perfusion balloon was inserted and inflated in the vessel to occlude the perforation. The pt subsequently responded to the treatment and was sent for emergent surgery. The pt reportedly survived the single vessel bypass surgery. There was no device failure. The inflation of the stent to 20atm was most likely the cause of the event. The outer diameter measurement of the stent delivery system at 17atm is 4.6mm.